Manufacturer narrative:
Dr (B)(6) decided to explant module #3 (b) and module #4 (c). The remaining two modules (a and b) were left in the disc space. The patient is doing well.

Event description:
Four (4) module interfuse s was implanted on (B)(6) 2013. Module #2 disconnected from module #3. The surgeon revised the surgery and removed module #3 (b) and module #4 (c). The two modules (a and b) were left in the disc space. The patient is doing well.